Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable pacemaker exhibited rapid battery depletion anomaly due to high atrial sensing rate. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Correction to field h6: patient code. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
Additional information was received indicating data analysis was performed which revealed the device power consumption was increased due to the sensing of high atrial rates. No adverse patient effects were reported.

Manufacturer narrative:
Correction to field h6: patient code. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this implantable pacemaker exhibited rapid battery depletion anomaly due to high atrial sensing rate. The device remains in service. No adverse patient effects were reported. Additional information was received indicating data analysis was performed which revealed the device power consumption was increased due to the sensing of high atrial rates. No adverse patient effects were reported. Additional information was received and this device has been explanted and replaced. No additional adverse patient effects were reported. The product has not returned for analysis.

Manufacturer narrative:
Correction to field h6: patient code. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event. Upon receipt, this device was thoroughly inspected and analyzed. A longevity calculation was completed and it was confirmed that the device did not meet longevity expectations. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Chronic high atrial rates, as occurred with this device, can reduce longevity in devices that are programmed ddd(r) with atrial sensing on. Device power consumption increases proportional to the additional processing for sensed atrial events. As a result, the high rate of atrial sensing was determined to be the cause of the longevity being lower than expected.

Event description:
It was reported that this implantable pacemaker exhibited rapid battery depletion anomaly due to high atrial sensing rate. The device remains in service. No adverse patient effects were reported. Additional information was received indicating data analysis was performed which revealed the device power consumption was increased due to the sensing of high atrial rates. No adverse patient effects were reported. Additional information was received and this device has been explanted and replaced. No additional adverse patient effects were reported. The product has returned for analysis.